Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The customer provided lot numbers of 20815272, exp: 002/28/2018 and unknown. It is unknown whether or not the same vial of strips or same lot numbers were used with both comparison tests.

Event description:
On two occasions, the customer reportedly received the following results on the compact plus system within 10 minutes: on (B)(6) 2017: lo, which on the system indicates a result of less than 10 mg/dl, and 125 mg/dl. On a different unknown date, lo and 123 mg/dl. No adverse event reported. It is unknown if the same drum or lot of strips were used for each comparison. Return of the suspect device was requested for evaluation.